Event description:
Information was received that pump leaks water. No adverse effects reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found enclosure and front cover heavily stained and marked, water tank cover cracked, line cord worn and pole clamp handle broken. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device tank was filled with water and powered on. The customer complaint was unable to be confirmed.